Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment(s) and may have developed paradoxical adipose hyperplasia.

Manufacturer narrative:
Additional information: a2, a3a, a4, a6, b5, d4 and h4.corrected data: d1, d8, g1 and h6.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the lower abdomen on (B)(6) 2020 and (B)(6) 2021 using the cooladvantage applicator and developed paradoxical hyperplasia (ph) after treatment. Patient diagnosed with ph on 03/oct/2021 by a medical professional.